Manufacturer narrative:
(B)(4). The device was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device history revealed no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device had been previously serviced on (B)(6) 2013 for an unrelated issue. It was tested and was determined to meet functional and electrical performance specifications. The device passed final testing and calibration after servicing. A review of the service history revealed no issues that could have cause or contributed to the reported increased intra-peritoneal volume. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain 103 alarm, an indicator of a drain meeting increased intra-peritoneal volume criteria, when powering on a homechoice (hc) machine. The technical service representative assisted the hp in clearing the alarm. There was patient involvement, but no patient injury or medical intervention indicated in association with this report. No additional information is available.